Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported receiving several no delivery alarms. He stated that the alarm was resolved by a complete set change. The customer also reported having a high blood glucose of 502 mg/dl. He also reported having tense muscles, a symptom of high blood glucose. The customer stated he had treated for his high blood glucose. He also stated his blood glucose declined after changing his infusion set. Troubleshooting found the customer's drive support cap appeared to be normal and insulin was also able to exit from the tubing. The customer's bolus history was also found to correct. No additional information provided.